Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that it was caused by a failure of printed circuit (g1) board. A root cause of the printed circuit (g1) board failure could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high definition lcd monitor was not powering on, and the user heard a snap sound from the monitor. The procedure was completed with no delay. The issue was found post procedure when wiping down the scope and sending images. No error messages were displayed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: the rear panel was damaged and discolored, and the device was not powering on due to a faulty g1 board. The device was burned in for 3 hours and no other problems were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.